Event description:
Customer reported the lift column is not lowering during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the vertical lift column. System operates as intended.